Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having issues with sensor and blood glucose was 410 mg/dl, treated with the insulin pump. Customer's mother stated the insulin pump kept alarming calibration error. Customer's mother was advised of when to properly calibrate the sensor. No further information reported.